Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and the pump battery could not be charged. There was no adverse impact to customer¿s blood glucose level. Customer does not currently have back up insulin therapy.